Manufacturer narrative:
Follow-up information was forwarded to mitek by the facility. The information indicated the complaint device is not being returned for evaluation. The original surgery was a labrum repair. The second surgery was a slap revision surgery with a subacromial decompression. It is being reported it is an uncomplicated recovery. It was reported the patient had durable, hard bone quality. If and when additional information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
As of the date of this report is not known if the device is available for evaluation and root cause analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
To date attempts have been made to obtain additional information about the event and the status of the complaint device but no information has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. If however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A letter was received from an (B)(6) which stated a patient at the facility experienced a repeat surgical procedure that may have been related to a lupine suture anchor. The initial shoulder arthroscopic surgery was completed in (B)(6) 2012. The patient recently underwent a subsequent surgical procedure to the same shoulder due to progressively increasing pain. During the procedure, the surgeon noted a "loose, disengaged" anchor. No other information is available at this time.